Manufacturer narrative:
Updated sections: g3, g6, h2 and h6. The 5.346 mmhg difference that sensor (B)(6) exhibited during the recalibration falls within the within the fluid-filled limits of agreement (ff loa) and confirmed system accuracy. (Patient was implanted with the sensor for 834 days before the recalibration). This, combined with the evidence showing the sensor was manufactured per specifications, that the calibrations were found acceptable, and that the reader was found to be performing as intended confirms that the system was performing as intended and within expected accuracy limits. As a result, the reported inaccurate measurement allegation was not confirmed.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The site reported suspected sensor inaccuracy. The patient had a sensor recalibration on (B)(6) 2025. A right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure.